Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 332 mg/dl, 141 mg/dl, and 132 mg/dl. No action was taken based on device results. No symptoms reported with device results. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.